Manufacturer narrative:
The investigation has determined that a higher than expected sodium (na+) result was obtained from a proficiency sample using vitros chemistry products na+ slides lot 4219-1022-3920 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. However, based on the investigation a possible cause of the event is an issue related to the customer¿s fluid preparation and handling protocol specifically involving the reconstitution process of the proficiency samples. The proficiency samples require reconstitution with 5 ml of di water. The customer used a 10 ml serological pipette to attempt to measure out 5 ml of di water while reconstituting the proficiency samples. Pre-analytical sample processing could not be confirmed nor ruled out as a contributing factor of the event. Based on historical quality control results, a vitros na+ lot 4219-1022-3920 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ reagent lot 4219-1022-3920. Precision testing performed on the vitros 5600 integrated system yielded results that were within acceptable guidelines. Although the precision testing was not completed around the time of the event, an instrument issue is not likely a contributing factor of the event as the ls verified that maintenance had been properly maintained and there were no relevant condition codes obtained around the time of the event that would indicate an issue with any of the analyzer¿s sub-systems. In addition, historical quality control results around the time of the event indicate that the vitros 5600 integrated system was functioning within expectations in combination with the vitros na+ reagent.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected sodium (na+) results obtained from proficiency samples using vitros chemistry products na+ slides on a vitros 5600 integrated system. Proficiency sample 2020-005 result of 135.0 mmol/l vs. An expected result of 129.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected results were from proficiency samples. However, the investigation could not conclude that patient samples were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).